Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00800 addresses the other device. It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy (with polypectomy) procedure performed on (B)(6), 2011. According to the complainant, the first snare was positioned inside the patient's colon but would not cauterize when energy was applied with an endostat iii electrosurgical unit. This snare was removed from the patient and a second sensation standard oval snare was then positioned inside the patient; cautery failed with this snare as well. A competitor's generator and a new active cord were introduced and connected to the second snare. When this did not resolve the issue, the second snare was removed from the patient and a third sensation standard oval snare, from a different lot, was used to complete the procedure successfully. It is unknown which cord and generator were used to complete the procedure, but it was reported that the endostat iii electrosurgical unit and the first cord were used subsequently throughout the day with no issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.